Event description:
This event is being reported as part of "a retrospective, multi-center study evaluating the outcomes for integra skin sheer bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported during the index surgery admission, on (B)(6) 2010, subject had an extensive debridement of skin and subcutaneous tissue and joint capsule of the right lateral foot. Subject received integra, with npwt, on (B)(6) 2010. The subject's wound, which was on the right plantar foot (first metatarsophalangeal joint) had a surgical, ischemic, and traumatic etiology. The wound depth wa to the tendon. On (B)(6) 2010, the subject had an adverse event of an infection. This event was documented as moderate in severity and probably related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken, integra was removed and dakins dressings was applied into the wound. There was a positive culture for acinetobacter baumanni. Subject was then treated with an unspecified antibiotic and the npwt was discontinued. This event was deemed resolved on (B)(6) 2010 when the subject returned for a follow-up visit. On (B)(6) 2011, the subject experienced another adverse event infection. This event was documented as moderate in severity and unrelated to the initial index treatment with integra. It was not considered a serious adverse event. The pt's sound was debrided at bedside. He was given vancomycin and zosyn intravenously. He was discharged on bactrim and ciprofloxacin. The event was deemed resolved on (B)(6) 2011. There are no additional follow-up visits available. Additional info (product ID/lot number) was requested by integra.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: review of complaint history. Results: the product was not returned so no failure analysis could be completed. No lot number was provided with this complaint and therefore DHR review could not be performed. If the lot number is provided at a later date, DHR review will be performed and updated in this complaint report. A review of complaints history for 2010 was performed since surgery was performed in 2010 and is within trending time bracket for this complaint. Two complaints, including this one, were identified: the complaint rate is (B)(4). Conclusion: since the product was not returned and no lot number was provided with the complaint for DHR review, a definitive root cause could not be identified. If the implant is returned, the complaint record will be reopened to complete failure analysis and root cause analysis.